Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot number - 10533u the sales rep asked the hospital to check for pinholes or damage in the remaining product of the same lot. =>no damage was found to the packaging of the remaining product. Confirmation of occurrence in the same lot is necessary. (10533u) - did this event contribute to any patient adverse event? If yes, please explain. Unk.

Event description:
It was reported that a patient underwent a spinal fusion on an unknown date and suture was used. During the procedure, the suture was broken during use. Another product was used to complete the case. No sample will be returned. The product has been discarded. There were no adverse consequences to the patient.